Event description:
It was reported by the customer at the department of oncology on may 14, the patient had maintenance. When the punch tube found that there is a leakage of liquid, after repeated confirmation, found that the catheter in the patient¿s body 5cm at the point of breakage. There was no interruption in treatment. The patient needs to continue chemotherapy. No other access is available. Comfort the patient and trim the damaged area to continue treatment. No pieces were retained in the patient and no surgery was required. No patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One video and two photographs of a groshong catheter was returned for evaluation. An initial visual observation of the video and photographs showed that there was a circumferential split in the catheter tubing. Some evidence of use was observed on the sample in the returned video and photographs. There were no distinguishing features in the returned video and photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported the catheter was broken inside. At the department of oncology, may 14 patient had maintenance when the punch tube found that there is a leakage of liquid. After repeated confirmation found that the catheter in the patient's body 5cm at the point of breakage, affecting the overall use of the product. The patient needs to continue chemotherapy. No other access is available. Comfort the patient and trim the damaged area to continue treatment. No retained pieces found in patient, no surgery was required, no harm reported. No other information was provided.